Manufacturer narrative:
Analysis found that the device had a power circuit board failure and blown fuse. The power circuit board and fuse were replaced. The device was cleaned, repaired and tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that there was no nerve stimulation during a left mastoidectomy procedure. The patient interface was plugged into another monitor however, the issue persisted. Another patient interface was used which worked with both monitors. There was no complication nor delay. There was no patient impact.